Manufacturer narrative:
The customer contacted siemens to report that six falsely depressed digoxin (dgn) patient sample test results were obtained from an atellica ch 930 analyzer. Siemens reviewed the available data and found that the calibration for digoxin that was performed before the discordant patient samples were run had a shift in the raw data. The dilution probe was replaced and digoxin was recalibrated, resolving the issue. The cause of the falsely depressed digoxin (dgn) patient sample test results was the dilution probe. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
Six falsely depressed digoxin (dgn) patient sample test results were obtained from an atellica ch 930 analyzer. The initial results were reported to the physician(s). The same patient samples were repeated on an alternate analyzer. The repeat results were higher and were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed dgn results.